Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump for cerebral palsy and intractable spasticity. The patient is wheelchair bound. An assessment by the healthcare provider found a csf (cerebrospinal fluid) leak. Surgical intervention did occur and was described as a blood patch to cease csf leakage was done. As of 2016-jun-23 the event was not resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.